Event description:
A surgeon reports having a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. A yag laser procedure was performed, resulting in an improvement in visual acuity. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 06/11/2008 by mail and fax. Pt records were received 06/09/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 06/19/2008.